Event description:
About seven weeks after a therapeutic vaginal mesh sling was placed it was reported that there was vaginal erosion, pain and discharge. The physician attempted to close the area without success. The pt went to a different physician who trimmed the exposed mesh, reducing the pain. Antibiotics were given for a possible infection.